Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 127 mg/dl, 167 mg/dl, 55 mg/dl, 80 mg/dl, and 67 mg/dl (aviva) and 55 mg/dl, 49 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva meter. (B)(6).